Event description:
The facility representative reported an infuso.r. Pump with a condition of "dropped." It is unknown when the event occurred; however, it was identified in the "anesthesia" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of multiple malfunctions involving an infuso.r. Pump was confirmed but not reproduced during device evaluation. The assignable cause was determined to be a damaged pusher block. The pusher block assembly was replaced to fix the reported condition. A service history review was performed revealing the pump has been previously serviced for reported condition, however the previous service did not contribute to the customers reported problem. If additional information, a follow-up medwatch will be submitted.